Event description:
It was reported that the cuff is not inflating on a smiths medical trach tube. Rigorous massaging was done to inflate. Customer concerned they may have to do this in a potentially unsterile environment. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one sample was received in used condition. When the sample was inflated with air, the cuff inflated completely but it seemed asymmetrical. When measuring the cuff, the percentage for the symmetry was 44.4%. This result is over 33.3% that is the minimum acceptable. Based on the test, the unit is within spec. The complaint is not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.